Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2008, the subject pacemaker was implanted. Reportedly, during a follow-up performed on (B)(6) 2019, it was impossible to interrogate the pacemaker using four different programmers. The pacemaker was successfully interrogated with one of the programmers by the sales representative, however it took five attempts to retrieve the patient files. The physician suspected that the x-ray equipment in the operating room could have cause some interference.

Event description:
On (B)(6) 2008, the subject pacemaker was implanted. Reportedly, during a follow-up performed on (B)(6) 2019, it was impossible to interrogate the pacemaker using four different programmers. The pacemaker was successfully interrogated with one of the programmers by the sales representative, however it took five attempts to retrieve the patient files. The physician suspected that the x-ray equipment in the operating room could have caused some interference.

Manufacturer narrative:
Based on available data, the root cause of the interrogation failure could not be determined.

Event description:
On (B)(6) 2008, the subject pacemaker was implanted. Reportedly, during a follow-up performed on (B)(6) 2019, it was impossible to interrogate the pacemaker using four different programmers. The pacemaker was successfully interrogated with one of the programmers by the sales representative, however it took five attempts to retrieve the patient files. The physician suspected that the x-ray equipment in the operating room could have cause some interference.